Manufacturer narrative:
Concomitant products: product ID 3778-45, serial # (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2011, product type lead; product ID 3778-45, serial # (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2011; product type lead; product ID 37743, serial # (B)(4), product type programmer, patient; product ID 3708160, serial # (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2011, product type extension; product ID 3708160, serial # (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2011, product type extension. (B)(4).

Event description:
It was reported the patient had lead revisions due to no stimulation and not feeling stimulation in the correct area.